Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2008, and on his right hip on or about (B)(6), 2008. Patient experienced pain, weakness, and difficulty with simple daily living activities. Patient has not yet scheduled an explantation of the depuy asr hips. Doi: (B)(6) 2008 (left side) - unknown. Doi: (B)(6) 2008 (right side) - dor: (B)(6) 2014. Update 10/26/2011 - plaintiff's preliminary disclosure form was received. Dob updated. There is no new information that would change the outcome of the investigation. Update 22 dec 2014. Der rcvd. Updated dor, patient height and weight, sales rep information, added stem and sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)